Manufacturer narrative:
Company comment: the serious event of anaphylactic reaction and the non-serious events of swelling, erythema at implant site and urticaria were considered expected and possibly related to the treatments. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The likely root cause is the patient's hypersensitivity to the product. Sculptra was intentionally misused with regard to reconstitution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. A batch record review was performed. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch was conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 from a physician concerning a 28-year-old female patient. Additional information was received on (B)(6) 2024 from the same reporter. The medical history of the patient included eczema, allergy to pork, mutton and seafood. No information about previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 4 ml of sculptra (lot 4j0733) to the right temple using a cannula with an unknown injection technique for lifting. The physician clarified that d9 dilution means they diluted sculptra 8 ml of water for injection [water for the injection] together with 1ml of sterile la (as reported). The sculptra was injected using cannula (intentional device misuse). On the same day, the patient also received treatment with restylane to under the eye and chin (unknown amount, lot number, injection technique and needle type). The physician clarified that the sculptra and restylane products were not injected into the same area. Immediately after treatment, on (B)(6) 2024, the patient experienced swelling (implant site swelling) and redness (implant site erythema) on the face. She also experienced generalized anaphylaxis (anaphylactic reaction) of moderate intensity. On the same day, the patient was treated with im epinephrine [epinephrine hydrochloride] 0.5 mg and IV hydrocortisone [hydrocortisone] 100 mg. On (B)(6) 2024, the patient experienced urticaria (urticaria) on the body and posterior thigh area. The patient was supposed to come back for more ha fillers on the other side of the temple on (B)(6) 2024. At the time of report, the patient was in a stable condition. Outcome at the time of the report: generalized anaphylaxis was recovering/resolving. Swelling was recovering/resolving. Redness was recovering/resolving. Urticaria was recovering/resolving. Sculptra was injected using cannula was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 19-dec-2024 from the same reporter: restylane was added as suspect device. Concomitant medication and outcome of events were updated. Batch record review investigation results were received on 08-jan-2025.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-dec-2024 from a physician concerning a 28-year-old female patient. Additional information was received on 09-dec-2024 from the same reporter. The medical history of the patient included eczema, allergy to pork, mutton and seafood. No information about concomitant medications or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 4 ml of sculptra (lot 4j0733) to right temple using a cannula with an unknown injection technique for lifting. The sculptra was reconstituted using d9 dilution (as reported). The sculptra was injected using cannula (intentional device misuse). Immediately after treatment, on (B)(6) 2024, the patient experienced swelling (implant site swelling) and redness (implant site erythema) on the face. She also experienced generalized anaphylaxis (anaphylactic reaction) of moderate intensity. On the same day, the patient was treated with im epinephrine [epinephrine hydrochloride] 0.5 mg and IV hydrocortisone [hydrocortisone] 100 mg. On (B)(6) 2024, the patient experienced urticaria (urticaria) on the body and posterior thigh area. Outcome at the time of the report: generalized anaphylaxis was recovering/resolving. Swelling was recovering/resolving. Redness was recovering/resolving. Urticaria was recovering/resolving. Sculptra was injected using cannula was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of anaphylactic reaction and the non-serious events of swelling, erythema at implant site and urticaria were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical interventions to prevent permanent damage. The likely root cause is the the patient's hypersensitivity to the product. Sculptra was intentionally misused with regard to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date this is the only medical complaint reported for this lot number. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.